Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 14.62mm x 4.65mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was returned with the instrument. Further inspection of the returned instrument found additional damage or abnormalities. Additionally, the instrument was found to have a broken molded insulator on the jaw. The broken piece measures approximately 7.62mm x 1.47mm, confirming that a fragment detached from the instrument and was returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing "off-label" surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that the force bipolar instrument had a broken tip. The customer reported event has no report of patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: the broken tip was identified before the surgery. There was no patient involvement.